Event description:
Patient contacted dexcom technical support on (B)(6) /2012 to report that on (B)(6) 2012 around 10:30 am, she had suffered a hypoglycemic episode. Patient's husband heard her moaning, attempted but was unable to wake her up. Patient's husband contacted paramedics and patient was treated with IV and dextrose. Dexcom will be reviewing cgm data around the time of the event once the data becomes available. At the time of her call to dexcom technical support, patient was feeling better.